Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the atrial lead exhibited low pacing impedance. No intervention was performed. There were no patient consequences.